Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula tip fractured. The user completed the procedure with using a backup permanent cautery spatula no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm permanent cautery spatula instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken spatula at the distal end. A piece measuring approximately 0.063" x 0.141" was not returned with the instrument.